Event description:
During a third molar procedure the handpiece became hot and was making a loud noise. The pt received a burn (approx 3 x 5 mm) on the lip. Unknown exact location or degree of burn. Area treated with an ointment.